Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 4 of 4. There was fluid found on the carpet. The patient said there was no fluid in the cycler and that it was completely dry. The patient said the fluid was from an unidentified tubing line. In a follow up, the pd nurse verified the fluid leak event and said it is unknown as to which tube was leaking on the floor. The patient was put on prophylactic antibiotics. There was no harm, intervention, or adverse event associated with the fluid leak. The patient is using the same cycler. The cycler set is not available to return.